Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by fever, abdominal pain and cloudy effluent. The patient was hospitalized on the same day as onset of the peritonitis event and was treated with heparibene na (0.1 ml, four times per day, intraperitoneally (ip), duration not reported), gentamycin (40 mg, one time per day, ip, duration not reported) and cefazolin (1 gram, one time per day, ip, duration not reported). Antibiotic therapy was discontinued and the patient was discharged five days after hospitalization. The patient recovered ten days after discharge. Capd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.